Manufacturer narrative:
There is no indication at the time of this report that any of the lenses were explanted. (B)(6). Device evaluation: the intraocular lenses (iol) were not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial numbers are unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of product quality deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion into the eye, the haptics of the intraocular lens (iol) model pcb00, were sticking together in the middle of the optic (holding hands). The account estimated that this occurs in 50% of the cases. The surgeon usually has to wait or may use a second instrument. The lens always unfolds but can take 30 seconds up to 2 minutes. No further information was provided.